Event description:
--

Manufacturer narrative:
The device has not been returned for analysis. Should additional information become available, or if the device is returned, this event will be updated.

Manufacturer narrative:
A review of device memory revealed that the device declared end of life (eol) after experiencing one charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eol was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance.

Event description:
--

Manufacturer narrative:
The device was returned for analysis. This event will be updated when analysis is complete.

Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) declared end of life. The monitoring voltage was 2.66 v and the charge time was 32.5 seconds. The device was explanted and successfully replaced. No adverse patient effects were reported.